Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
Subsequent to the supplemental MDR, a correction is required. The wearable was inserted into the arm on (B)(6) 2025.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient¿s cgm was reading 95 mg/dl. The patient began to feel sick, but no specific physical symptoms were reported. The patient went to the emergency room (ER) where her bg meter reading was over 400 mg/dl. The patient was diagnosed with diabetic ketoacidosis and treated with intravenous (IV) fluids, insulin, and bactrim. The patient was discharged on (B)(6) 2025. The patient was ¿feeling better¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.